Event description:
It was reported that this epicardial right ventricular (rv) lead exhibited high/unstable thresholds and there was no capture and maximum output. A lead fracture was confirmed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Comcomitant medical prodcuts: adsr01 implantable pulse generator (ipg) implanted 2012-(B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo; the outer insulation of the lead developed a breach due to a depression while in vivo.